Event description:
It was reported that prior to use foreign matter (hair) was found where needle and syringe attach with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 2 complaints). When the physician went to attach the injection needle to the syringe after withdrawing the medication, she found a strand of hair (foreign matter) in between the two components. Specifically, the hair was located at the attachment point between the needle and the tip of the syringe. The physician was unable to recall which component originally contained the hair or where the hair originated from. The reporter confirmed that the hair did not come from the physician. In addition, no description of the hair was provided by the physician and the reporter denied any adverse events or missed doses due to this event. Please note that the patient successfully received a dose from a new eylea kit. Call to the reporter to confirm whether the foreign matter appeared to be free-floating or fixed to the component(s). Per reporter, the foreign matter was free-floating.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter (hair) was found where needle and syringe attach with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (2 of 2 complaints) when the physician went to attach the injection needle to the syringe after withdrawing the medication, she found a strand of hair (foreign matter) in between the two components. Specifically, the hair was located at the attachment point between the needle and the tip of the syringe. The physician was unable to recall which component originally contained the hair or where the hair originated from. The reporter confirmed that the hair did not come from the physician. In addition, no description of the hair was provided by the physician and the reporter denied any adverse events or missed doses due to this event. Please note that the patient successfully received a dose from a new eylea kit. Call to the reporter to confirm whether the foreign matter appeared to be free-floating or fixed to the component(s). Per reporter, the foreign matter was free-floating.